Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, lot/serial#: (B)(4), implanted: (B)(6) 2021. Product type: lead. Product ID: 4351-35, lot/serial#: (B)(4), implanted: (B)(6) 2021, explanted: product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI #: (B)(4). Product ID: 4351-35, serial/lot #: (B)(4), ubd: 25-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient had a push egd in the last 30 days. Prior to that procedure the leads were in normal impedance range. Today the readings were 2<(>&<)>3 - 1014, c-2 297, c-3 698. Dr. (B)(6) turned off lead 3 and made the battery positive. He is getting an x-ray to see if he can see what is going on with the lead. He plans on probably having to replace one of the leads. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the hcp saw the patient sometime in april this year, and was found to have an out of range lead impedance. 3-c was 1400. Dr. (B)(6) plans on opening the pocket, unscrewing the lead, cleaning it off, and reinserting it back into the battery to see if that corrects the issue. It has not been scheduled. No further complications were reported at this time.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that dr. Adrales stated she did a revision on the patient on (B)(6) 2022 and found a little bit of fluid around the header block. She removed both leads and wiped them off, then reinserted back into the battery. Impedance dropped to 430.

Manufacturer narrative:
Continuation of d10: product ID 4351-35, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 4351-35, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.